Manufacturer narrative:
Evaluation summary: review of device history record (DHR) - a review of the DHR / inspection records for the lag screw screwdriver revealed no discrepancies. Investigation revealed no discrepancy in material or mfg. In this case a gamma3 instrument was used to remove a gti lag screw which is a case of non intended use. The instrument was destroyed by brute force during removal of the lag screw. Summary - evaluation revealed evidence that the event is not linked to a deficiency in the device but is rather user related.

Event description:
The head of theater reports via our sales rep, that the lag screwdriver is deformed. It is not possible to disassemble the lag screw.